Event description:
The customer's husband reported via phone call that the insulin pump alarmed button error. She was laying on the insulin pump. Customer's blood glucose level was 29 mg/dl. She treated her blood glucose level with orange juice. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
The date of event was incorrect in the initial report. The correct date of event has been provided with this report.